Manufacturer narrative:
This report is filed, may 25, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient has undergone surgical procedures every four to six months since implantation (dates not reported) to excise the excess tissue and has been treated with antibiotics (dates and durations not reported). In (B)(6) 2016, the skin completely overgrew the abutment and the patient developed an infection that was treated with a course of oral antibiotics. Subsequently on (B)(6) 2016, the patient underwent another procedure to have excess tissue excised; during the same procedure, the abutment was exchanged. The implanted device remains.